Event description:
Adverse event: "eye went soft" (intraocular pressure, delayed, uncontrolled). Product problem: "system message" (error message given): "forgot to clamp the infusion line" (use of incorrect control settings). A nurse reported that during surgery, a system message was displayed. An operating room staff member pressed the quick start button. The infusion line was not clamped and the eye went soft for about a minute. When the screen came back on, the system was in set up and it was noted that the cassette was partway ejected. The cassette was pushed back in, the surgery was completed with no more pt or procedural impact.

Manufacturer narrative:
The customer's complaint history was reviewed no additional related reports for this system. No samples were returned for eval and root cause analysis. A root cause for the reported system message is unk and cannot be determined because no sample was returned for eval and steps could not be taken to replicate the reported issue. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B) (4). (B) (4). (B) (4).